Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Legal counsel for patient further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of elevated cocr levels and tissue/bone destruction. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates that the procedure performed on may 18, 2009 was a revision from a right hemiarthroplasty to a right total hip due to pain and metallosis. Patient's medical records indicate that the right hemiarthroplasty hip procedure took place approximately 13-14 years prior to the 2009 revision.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Legal counsel for patient reports patient allegations of elevated cocr levels and tissue/bone destruction. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay blood test results, which was unknown at the time of the initial medwatch. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-01777 / 01779).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01777 / 01779).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-01777 / 01779 and 1825034-2013-05606).

Event description:
Initially, patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6), 2009 due to patient allegations of elevated cocr levels and tissue/bone destruction, and no revision procedure was reported to have occurred. Additional information received in patient medical records indicate that the procedure performed on (B)(6), 2009 was a revision from a right hemiarthroplasty to a right total hip due to pain and metallosis. The bipolar and femoral heads were removed and replaced with m2a components. Patient's medical records indicated that the right hemiarthroplasty hip procedure took place 13-14 years prior to the 2009 revision.